Event description:
As reported by the user facility. Event description: would not inject after implantation did this event involve an electrophysiology procedure or an attempted electrohysiology procedure? No. What was the original intended procedure? Implantation of port-a-cath. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.

Manufacturer narrative:
Device history record: a review of the device history record was performed. There were no non-conformances associated with this type of port. Labeling review. The review of the instructions of use shows detailed/adequate instructions for port implantation. The customer returned the product for eval. The returned product was investigated. Product was returned with all implantation accessories: dilator; tunneling needle connected to the catheter. Visual examination: we noticed that the port was sutured only with one hole. Physical examination: the returned unit was examined and did not observe a patency problem. The port was flushed without any resistance. Aspiration also showed good patency of the port. The catheter was checked and no patency issues were observed. See scanned pages.